Event description:
It was reported that a signal loss occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: (B)(6) / code not available h6 codes: health effect - clinical code problem code : correction to disregard (B)(6) appropriate term/code not available.